Event description:
After patient was intubated anesthesia staff was placing various lines in order to safely care for our patient during our procedure. 24 gauge catheter was placed in right radial artery for pressure monitoring, after connecting to transducer a waveform was confirmed and a-line secured. About 5 minutes later anesthesia resident noticed that waveform was no longer showing. After trouble shooting and involving anesthesia fellow and attending it was discovered that the catheter had broken somehow. All members of the team were alerted. X-ray was obtained to see location of the catheter which remained in pts vessel. Md attempted to remove the reminder of the catheter without success. Vascular surgery was called to room to assess the situation and help us remove the catheter from pts vasculature. Catheter removed successfully; another x-ray obtained to confirm whole catheter was removed. Parents were updated by md prior and after catheter removal.